Event description:
The manufacturer received information alleging a ventilator was constantly alarming. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's outer limit switch wires were disconnected. The wires were re-soldered to address the issue.